Event description:
It was reported that during an interventional procedure in a 90% stenosed, concentric, moderately calcified, de novo lesion in the mid left anterior descending artery, pre-dilatation was performed and an unspecified stent was implanted. The nc trek 2.75 x 15 mm was delivered for the post-dilatation, but ruptured on the first inflation to 13 atmospheres. The nc trek was removed from the patient's anatomy without resistance. Since the stent had been expanded sufficiently, the procedure was completed. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.